Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the emergency room (ER) due to hyperglycemia. The patient's blood glucose (bg) levels reached 426 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include nausea. The pod remained applied to leg, and patient was treated with intravenous fluids in the ER. Patient was released (with a bg level around 200 mg/dl) after spending 3 hours in the emergency room. The patient's blood glucose history is as follows: (B)(6).